Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, the p-waves measured low. It was noted that both the right atrial (ra) and right ventricular (rv) leads did not have enough slack and they were pulling at the helix tissue. The pocket was re-opened and the leads were re-positioned. Upon device interrogation the next day, it was noted that there were high thresholds, high impedances, and undersensing on the rv lead. The rv lead was unable to be re-positioned successfully. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.